Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a pairing issue was reported. On (B)(6) 2024, the patient experienced difficulty pairing her sensor to her dexcom receiver. Therefore, the patient was not receiving any cgm values. Approximately an hour later, the patient began to feel dizzy and fell to her knees on the floor. No bg meter reading was taken at this time. The patient called her daughter, but she was not available, therefore, the patient then called emergency medical services. Ems arrived and transported the patient to the emergency room. At the ER, the patient¿s bg meter was reading 200 mg/dl. The patient was treated with novolog insulin injections and IV fluids. The patient was discharged after three days. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.